Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature in cable being used on the arctic sun device had broken. The user wanted to know if they had any available cables. The user did not believe they have another cable available and already using a device from another hospital.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the temperature in cable being used on the arctic sun device had broken. The user wanted to know if they had any available cables. The user did not believe they have another cable available and already using a device from another hospital. Per follow up information received via phone on 15sep2022, nurse stated that there were no patient injuries, and was able to continue therapy. Switched temperature cable.